Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.it was reported the lead was replaced, returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and was analyzed. It was noted the helix disengaged from helical channel. The helix was over retracted and there was blood in/on helix/lobe mechanism.